Event description:
It was reported that two right atrial (ra) leads were exchanged because of unspecified lead damage. Additional clarifying information regarding the product malfunction, hospital facility, and patient consequences were requested, but have not yet been received.